Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight device and broken shell. A visual and microscopic analysis was performed which identified the same. A dimensional; measurement of the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp broken posterior edge due to an unidentified (tear).

Event description:
Healthcare professional reported right side rupture. The device has been explanted.